Event description:
It was reported that 45 minutes into the dialysis session, it was observed that there was air in the system (blood lines). A small crack was found in the body of the catheter near the hub.

Manufacturer narrative:
Eval: record review. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. Without an eval of the device involved, we are unable to determine the cause or factors that may have contributed to this event.